Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the power line fuses on the system had blown. The fuses were replaced and the issue was resolved. The blown fuses have not been received by the manufacturer for analysis. A full imaging system check-out was completed following fuses replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system would not power on. Multiple known functional power outlets were used with no resolution. The power line light was reportedly not illuminated. There was no patient present when this issue was identified.